Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd june 2026, it was reported by an arthrex employee via email that an ar-5207 tensionloc collar and plug implant 7 mm broke during insertion. There was no information on the type of surgery performed. The surgery was completed successfully by using a product with the same part number. There was no patient harm, no significant surgery delay, no additional anesthesia administered to the patient, and all of the product/fragment was removed and nothing remains in the patient.